Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 24sep2025: the patient had a total arch replacement (tar) and frozen elephant trunk (fet) in (B)(6) 2024, with japan lifeline/frozenix, on (B)(6) 2024 a stent graft induced entry (sine) was confirmed at the distal end of the frozenix, this was treated on (B)(6) 2024 with implantation of a zta-de-26-104-w1 and a zta-p-28-155-w. Then on follow-up images from (B)(6) 2025 a sine was observed at the distal end of a zta device. The first was zta-de-26-104-w1, and the second was zta-p-28-155-w. They were placed as planned. (Zta-de-26-104-w1 was implanted first, and zta-p-28-155-w was implanted from the proximal end of zta-de-26-104-w1 next.)

Manufacturer narrative:
Manufacturer ref#: (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2024 total aortic replacement, fet (frozen elefant trunk) and tevar were performed for type a dissection. Zta-de-26-104-w1 and zta-p-28-155-w1 were placed. On unknown date sine at the distal end of zta-de-126-104-w1 was confirmed. Blood flow entered the false lumen from the distal side, causing sine. Patient outcome: additional tevar.

Event description:
Additional information received 24sep2025: the patient had a total arch replacement (tar) and frozen elephant trunk (fet) in (B)(6) 2024, with japan lifeline/frozenix, on (B)(6) 2024 a stent graft induced entry (sine) was confirmed at the distal end of the frozenix, this was treated on 15aug2024 with implantation of a zta-de-26-104-w1 and a zta-p-28-155-w. Then on follow-up images from 18apr2025 a sine was observed at the distal end of a zta device. The first was zta-de-26-104-w1, and the second was zta-p-28-155-w. They were placed as planned. (Zta-de-26-104-w1 was implanted first, and zta-p-28-155-w was implanted from the proximal end of zta-de-26-104-w1 next.)

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: in (B)(6) 2024 a male patient was treated with total arch replacement (tar) and frozen elephant trunk (fet) with japan lifeline/frozenix to treat a type a dissection. On (B)(6) 2024 a stent induces new entry tear (sine) related to the implanted frozenix was found and was treated with tevar on (B)(6) 2024 with implantation of a zta-de-26-104-w1 (complaint device) distal first and then a zta-p-28-155-w1 proximal to the zta-de. On images from 18apr2025 a sine related to the implanted zta-de was found. No information about treatment of the reported sine has been provided. The complaint reported by the user was confirmed. Complaint is confirmed based on visual inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint is related to the implanted stent graft. An images were returned for evaluation. Type a aortic dissection was previously treated with total arch replacement and frozenix graft. At 3 months postop, an entry tear is confirmed at the distal edge of the frozenix graft. This is suspected to be sine, but preop imaging would be needed to confirm this is a new entry tear. The sine is treated by tevar using a zta-de-26-104 for distal extension and a zta-p-28-155 for proximal extension. The tevar procedure imaging is not provided. At 8 months postop, a new entry tear (sine) is seen at the distal edge of the zta-de graft with only a limited pocket of false lumen perfusion here. Sine is a known complication of tevar with any stent graft device. Given the previous sine from the frozenix graft, the patient¿s intimal flap is probably quite friable, as can be expected with a dissection. The continued false lumen perfusion from the distal ta to the left cia is from a previously seen re-entry tear in the distal ta and unrelated to the sine at the zta-de graft edge. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use the device is indicated for treatment of aneurysms or ulcers of the descending thoracic aorta, hence the use of the device for treatment of dissection is considered off-label. In addition, the imaging reviewer describes that ¿given the previous sine from the frozenix graft, the patient¿s intimal flap is probably quite friable, as can be expected with a dissection.¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified, based on the imaging review sine is a known complication of tevar with any stent graft devices. The pressure from the zta-de likely caused the sine and because the zta device is neither indicated nor tested for aortic dissection, the off-label use is deemed the primary cause of the event. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.